Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the implant procedure, the pacing threshold measurements on this right ventricular (rv) lead were too high at over 3v. The lead was repositioned multiple times in effort to obtain better threshold values until the helix was no longer able to be extended and retracted. The lead was removed from the patient by rotating the lead body and applying gentle traction. A new lead of the same model was implanted successfully to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for analysis.

Event description:
It was reported that during the implant procedure, the pacing threshold measurements on this right ventricular (rv) lead were too high at over 3v. The lead was repositioned multiple times in effort to obtain better threshold values until the helix was no longer able to be extended and retracted. The lead was removed from the patient by rotating the lead body and applying gentle traction. A new lead of the same model was implanted successfully to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and stretched, with dried blood/body fluid present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break located at the tip end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break likely contributed to the high pacing threshold measurements observed during the implant procedure.